Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bypass procedure, while inserting the pincer, the seal disengaged and the valve loosed air and leaked air/gas. A new device was used to complete the case. There was no patient injury.